Event description:
Initial result for a patient ethanol was zero. When repeated, the result was 221. The incorrect result was not reported. The field service rep found the probe was mis-adjusted and repaired the instrument by adjusting the probe.